Manufacturer narrative:
During service for an unrelated complaint by our field service engineer on-site, the ventilator failed pressure transducer test during pre-use check. The ventilator was investigated and the pressure transducer pcb was replaced which resolved the issue. No log files has been provided and no part has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
During service for an unrelated complaint, the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).